Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Medwatch field 'MFR report number' was updated.

Manufacturer narrative:
Na - (B)(4).

Event description:
The customer questioned inr results for multiple patients tested on a coaguchek xs meter with an unspecified serial number using multiple strip lots. The customer compared the meter results for 55 patients to a laboratory using the dade innovin method and the results for 9 patients were discrepant. It is not known if the data was being used for diagnostic purposes or if it was generated for correlation purposes only. This information was requested but could not be provided. Three different lot numbers were used for the meter tests. This medwatch will cover strip lot 28632213. Refer to medwatch with patient identifier (B)(6) for information on strip lot 29779214 and medwatch with patient identifier (B)(6) for information on strip lot 30497311. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 286322) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.